Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. There was no evidence that the vad had previously been serviced. Review of the vad¿s device history record confirmed that the associated device met all requirements for release. On-site inspection, as well as visual evidence provided by the site, revealed that the strain relief was damaged, discoloration of the outer sheath, evidence of a self-repair, breaks in the driveline outer sheath, and damage to the inner lumen near the strain relief, leading to exposed insulated wires. As a result, the reported event was confirmed. A driveline sheath repair, which included a new strain relief rebuilt with tape, was performed to mitigate the reported driveline sheath conditions. Based on historical review of similar events, the most likely root cause of the outer sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath and strain relief present. The most likely root cause of the self-repair around the driveline can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was in hospital when it was noted that the driveline cable exhibited driveline sheath relief damage. The driveline sheath had multiple breaks along the length of the driveline up to about 13 cm from the exit wound. There was a section below the outer sheath and inner lumen that were missing leaving a gap of about 0.5 cm there were exposed wires but the insulation was fully intact. Service repair was done to the entire area of damage which included covering the exposed wires and the gap. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.